Event description:
The reporter stated that, the surgeon was inserting a three piece silicone lens model aq5010v and the haptic broke off. The surgeon removed the lens without enlarging the incision, and put in another same model lens and used a suture to secure the wound.

Manufacturer narrative:
Results - a visual inspection of the returned product shows one haptic is torn off into the optic and is missing. The lens is torn. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.